Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2016-00480, 2134265-2016-00581, 2134265-2016-00582, 2134265-2016-00877. It was reported that an automatic pullback occurred. An ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter and a sled. However, it was noted that the motor drive unit experienced an auto pullback issue. The mdu did not auto pullback. The sleds were replaced but the issue remains. The procedure was completed by a manual pull back. No patient complications were reported.